Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare representative that there was an air leak from the water trap on an rt112 adult breathing circuit. This was noticed after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt112 adult breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt112 adult breathing circuit including the water trap was returned to fisher & paykel healthcare in (B)(4) and was pressure tested for the reported leak. Results: pressure test revealed that the returned circuit was within specification. Conclusion: we were unable to determine the cause of the problem reported by the customer as no fault was found with the returned complaint breathing circuit. The water trap consists of a bowl and a lid. The reported leak was most likely due a misalignment of the water trap lid and bowl. All breathing circuits are pressure and flow tested during production and those that fail are rejected. Our user instructions that accompany the rt112 adult breathing circuit state the following: "set appropriate ventilator alarms"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."